Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. Over the course of one year, battery longevity was noted to have decreased from four years, to two years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This pacemaker remains in-service, no adverse patient effects were reported.